Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 13 days after the dental implant was installed in intraoral region #9; its non-osseointegration was observed. Thirty five ncm of primary stability was achieved and immediately load was performed. The patient presented bone type ii.